Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixteen (16) vented micro-volume inlets had particulate matter. The issue was noticed during inspection of the products. There was no patient involvement. No additional information is available.